Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) of 39 mg/dl while at work. Emergency medical services were called, and the user was treated on scene with oral glucose gel. The user also consumed part of a snack provided by a caregiver. Bg returned to range, and the user declined hospital transport. No long-term effects were reported.